Manufacturer narrative:
The event date is approximate. The customer name, phone, mailing address and email address were not provided. The reporter is reporting the product problem on behalf of her son, who was using the toothbrush. The complaint was received from a consumer in japan.

Event description:
The consumer reported that the sonicare for kids power toothbrush shaft detached during their son was brushing. A potential choking hazard was identified.

Manufacturer narrative:
G3: the complaint was received from a consumer in japan. Analysis results: the root cause of the customer's complaint the handle observing a failed shaft press fit .